Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the event text for more information regarding the specific circumstances of this event.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that the device had difficulty converting the patient's arrhythmias. One episode required three shocks to convert the arrhythmia. Another required two shocks. Also, in two instances, the shocks for ventricular tachycardia induced ventricular fibrillation. Technical services discussed the electrograms with the physician. The doctor may replace the system with a transvenous system. There were no additional adverse patient effects. The system remains implanted.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the event text for more information regarding the specific circumstances of this event.

Event description:
It was reported that the device had difficulty converting the patient's arrhythmias. One episode required three shocks to convert the arrhythmia. Another required two shocks. Also, in two instances, the shocks for ventricular tachycardia induced ventricular fibrillation. Technical services discussed the electrograms with the physician. The doctor may replace the system with a transvenous system. There were no additional adverse patient effects. The system remains implanted.